Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device case and header noted no anomalies. Interrogation of the device confirmed a high current drain, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population. The device case was then removed to facilitate inspection of the internal components and further testing. Internal visual inspection noted a breach in the battery case and that a small amount of electrolyte had leaked into the insulated area surrounding the battery. As the device outer titanium case remained fully hermetically sealed, the escaped electrolyte fluid remained contained within the device itself and was not exposed to the patients tissue. Analysis of the battery could not determine how the breach in the battery case occurred.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the pacemaker was performed. Visual inspection of the device case and header noted no anomalies. Interrogation of the device confirmed a high current drain, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors due to the presence of excess hydrogen in the device case. The device case was then removed from the device to facilitate inspection of the internal components. Internal visual inspection noted a small amount of electrolyte had leaked from the battery due to a breach in the weld of the battery. As the outer titanium case of the device remained fully hermetically sealed, the electrolyte fluid remained contained within the device itself and was not exposed to the patient tissue. Investigation determined that the breached battery weld caused a small amount of battery electrolyte to escape and resulted in hydrogen build up within the device case.

Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. This device was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.